Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. The system pcb needs replacement however this part is no longer available and the device can not be repaired. The customer has been notified.

Event description:
The customer contacted stryker to report that their device's display would remain blank and it would not boot up as expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.